Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a cervical posterior laminoplasty laminectomy procedure, an expired bur was used, this was noted after the procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.